Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed an infection where seprafilm was applied. During a laparoscopic right-hemicolectomy with preventative resection of the gall bladder, three seprafilms were applied in layers to the area a small incision ¿by using finger.¿. Three days post operative, the patient developed abdominal discomfort. A computed tomography (CT) scan was performed, and ascites was observed in the area where the seprafilm was applied. Pus was removed by drainage, and the patient was prescribed unspecified antibiotics. The patient recovered after the antibiotics were completed. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: a2, a3a, b3, b5, and b7. B5: additional information from the reporter stated the area of abscess observation was different from the seprafilm application area (however, this was not further clarified). Six days later the patient recovered. Should additional relevant information become available, a supplemental report will be submitted.